Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an ophthalmic system laser was not working, it turns off and did not turn back on. Details of procedure and patient impact was not provided. Additional information has been requested but is not available at the time of this report.